Event description:
It was reported that a lead revision was performed to the right ventricular lead due to the lead not capturing. The lead was explanted and replaced. The patient was in stable condition.